Event description:
On april 2002, boston scientific-target was notified that the gdc 18-standard guglielmi detachable coil was stuck in the microcatheter. The patient was reported to be in good condition. The date of the event was not reported. Upon analysis of the device on may 2002, it was encountered that the gdc 18-standard guglielmi detachable coil was returned broken in two sections; therefore, the decision was taken to make this incident an MDR. It should be noted that due to an administrative error a perliminary report had not been filed until today.